Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bits of skin out of mouth were stuck between the rotating and stationary part of the brush [mouth injury] very painful - mouth [oral pain] brush broke while brushing [device breakage] I think they were so cheap because there were manufacturing defects in them, or they are counterfeit- oral-b brush heads [suspected counterfeit product] case description: a wife reported via e-mail on (B)(6) 2016 that her husband of unspecified age was using an oral-b power oral care refill precision clean and bits of skin out of his mouth were stuck between the rotating and stationary part of the brush head; the wife asserted that it was very painful for her husband. The consumer then stated that sometime later, the brush head broke while her husband was brushing with an oral-b rechargeable toothbrush, version unknown. The wife stated that she thought the brush heads were so cheap because there were manufacturing defects in them, or they are counterfeit. The case outcome was unknown. No further information was provided.